Manufacturer narrative:
A direct correlation between left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on the lvas and no additional complaints have been reported at this time. The instructions for use lists stroke and neurologic dysfunction as potential adverse event associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient arrived at an outside hospital emergency room with complaint of double vision. The patient had 2 days of dizziness and gait instability. The dizziness reportedly had stopped, but double vision was then present. The patient was transferred to the implanting center and neurology was consulted. Head CT scans were negative with no acute intracranial abnormalities. Chronic microangiopathic changes were observed. It was reportedly thought to be microvascular ischemic stroke. CT scan on (B)(6) 2017 found no acute intracranial findings. Changes of advanced chronological age were observed along with an old lacunar infarct caudate head. The patient was not provided any treatment. Anticoagulation was held for an unspecified amount of time. Residual effect of outward visual changes in left field of view was reported and reportedly improving. The patient was discharged on (B)(6) 2017.